Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. The initial result was not reported outside of the laboratory. The initial result at 9:25 am was 0.436 miu/ml. The repeat result at 10:00 am was 129.3 miu/ml. A confirmatory urine test was performed and the result was positive. The reagent lot number is 584579. The expiration date is mar-2023.

Manufacturer narrative:
The field service engineer (fse) replaced the sample and the reagent probes. The customer was not using the approved sample tubes. The investigation determined that the issue was caused by the customer's use of a 12 x 75 mm. Tube which is too small of a tube type and not specified for cobas e411. This affected the pipetting performance (insufficient amount of sample) and caused the falsely low result obtained. Product labeling states: "requirement: primary sample tubes (2) (external diameter x height) - 13 x 75 mm and 16 x 75 mm . - 13 x 100 mm and 16 x 100 mm. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.